Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed. The srgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.